Event description:
It was reported by the customer that prior to use, cardiosave intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) states, this is a phone fix. The customer complained of a leak. Fse had the biomed look at the logs and the error was leak in iab circuit and iab disconnected. This is not a technical error, but an application issue. The customer had a disconnected iab and this caused the leak in iab circuit alarm. Unit was returned to customer and cleared for clinical use. Instructions were given to customer on how to deal with user alarms and they were also advised to read user manual and become more familiar with end user alarms.

Event description:
N/a.